Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that the device turned off with an alarm sound during inspection due to a defect printed circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the high flow insufflation unit turned off and did not hold pressure. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The event occurred during a laparoscopic cholecystectomy (lps cholecystectomy). The procedure was completed with approximately thirty (30) minutes of delay using the same device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to pressure sensor (cr) board failure. Olympus will continue to monitor field performance for this device.